Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.